Event description:
Patient reported hospitalization for ketoacidosis (blood glucose 600 mg/dl). Patient indicated that she was treated with saline and some other medication. Patient indicated that she had been having sporadic elevated blood glucose levels. Patient indicated that she had used her piston rod longer than recommended.patient indicated that she has used her infusion sites longer than reocommended. Patient indicated that she believed the device was under-delivering insulin.